Manufacturer narrative:
Philips service replaced the defective 24v power source and fuses, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the 24v power source in the power distribution failed at startup on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.